Event description:
The patient's device may have delivered an extra blous last night, and the patient's blood glucose was affected (blood glucose results were 57 mg/dl and 25 mg/dl [tested 45 minutes apart]). Patient self-treated low blood glucose by eating/drinking.